Event description:
It was reported the patient's second implantable neurostimulator (ins) "went off by itself." The patient would leave her patient programmer at home but the ins would go off. It was reported the ins "malfunctioned and was taken out."

Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7434a, serial# (B)(4), product type programmer, patient product ID 3487a-33, lot# j0428025v, implanted: (B)(6) 2004, product type lead. (B)(4).